Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experience loss of therapy and auto-reducing due to high impedances on l3 lead. The s1 was giving patient motor stimulation. Surgical intervention may be pending to address the issue.